Event description:
The hcp reported the pt experienced an infection - "wound issue." The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.